Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that there was a general wear out of the motor and the power was too low. It was observed that the device was in a bad state, ¿spoilt¿, the air intake was blocked, the passage to the bench test failed, there was lack of lubrication and the air intake was damaged and blocked. It was further determined that the device failed for check status of development, general condition, marking and labeling, check reverse locking mechanism, check air hose coupling, check for air leak, check for excessive noise, check the power with teat bench and for check starting behavior. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the trigger was blocked on the compact air drive device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.